Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient was implanted with a scs system that included two leads from the same lot. The patient reports effective therapy was never established in his pain area, hence he underwent surgical intervention on (B)(6) 2015 where the entire scs system was explanted and replaced with a competitor's scs system